Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was capped and replaced. The patient was fine post procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).